Manufacturer narrative:
The device is part of the advisory for this model. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the sprint fidelis leads. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An allegation from an attorney indicates that patient due to the lead "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, and economic losses and consequential damages" in addition it was noted by the attorney that the patient had expired.